Event description:
It was reported in an abstract article that 15 patients underwent a bkp to treat osteoporotic compression fractures of the thoracic or lumbar vertebrae. The treated vertebrae were: l1 (9 cases); l3, l4 (2 cases each); t12, l2 (1 case each). According to the abstract, the mean operating time was 45 minutes and mean injected cement volume was 4.5 ml. It was also reported that the average period of hospitalization was 3.8 days. No serious postoperative complications were observed, according to the report; however, it was reported that cement leakage into the disc occurred in 4 patients. No further patient complications were reported. The type of cement used was not identified in the literature.

Manufacturer narrative:
The mean age is (B)(6) years. The study consisted of 13 women and 2 men. Date of the event is unknown. (B)(6). (B)(4) - (no code available for "cement extravasation").